Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Event description:
A customer called to request assistance with coding her freestyle lite glucose meter. During troubleshooting, the customer reported receiving erratic readings and experiencing symptoms as a result of the readings. The customer reported that on (B)(6) 2011 she received a reading of 479 mg/dl (also reported in case as 497 mg/dl) at 1:00pm, and self-administered 15 units of novolog insulin. The customer reported experiencing symptoms of "shakes, extreme sweatiness, and a state of incoherence", followed by a loss of consciousness. The customer reported a reading of 39 mg/dl taken at 1:30pm, prior to the loss of consciousness. The customer stated her son came in and advised her she had been "passed out on the couch". She indicated "she had not realized she passed out." The customer reported self-treatment with a cup of juice and a candy bar to counteract the event. The customer subsequently obtained a reading of 133 mg/dl at 2:00pm, after "she had something to eat". No third-party emergent medical treatment was reported. There is no report of death or permanent injury associated with this case.